Event description:
It was reported that when the asymptomatic patient presented in-clinic during a routine follow-up, post-paced t-wave oversensing was observed via stored egm. The device was reprogrammed with no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.